Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-h290t operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h290t reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.